Manufacturer narrative:
H3. Device evaluation: customer report of thrombus was confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Heavy fibrin-like thrombotic material was observed on the outflow aspect of the leaflets and moderate fibrin-like thrombotic material was observed on the inflow aspect of the leaflets. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect. Three suture pledgets remained attached to the stent circumference host tissue overgrowths around leaflets 2 and 3 on the inflow aspect. Sewing ring was cut around leaflet 3. Photos provided of valve were not consistent with lab findings; valve appeared to be still attached to the valve conduit in the photos provided. The complaint was confirmed. The cause of the event was due to patient factors/conditions.

Event description:
A bentall procedure with valsalva graft and aortic valve replacement with a 25 mm aortic valve was performed. The procedure went well, 98 minutes clamping time, total cpb 115 minutes. The valve worked well, without regurgitation. Standard anticoagulation done during the surgery with heparin with act > 450. Neutralization with protamine at the end of the surgery. The patient was transferred to ICU and extubated at h8. Few hours later, sudden cardiac arrest with complete dissociation (no stimulation on external pacemaker) that triggered immediate CPR. The patient was placed on ECMO. An immediate tee excluded a tamponade and showed a clot on the valsalva tube extending to the left coronary artery and coronary sinus and possible leaflet restriction. In addition a thoracic tomodensitometry is performed and excludes pulmonary embolism while confirming clot locations. Another tee was performed few hours later, confirming the clot on the valsalva tube extended to the left main artery, the coronary sinus and with a clear movement restriction of the aortic left coronary cusp. A surgical reintervention was performed on post-operative day one (1), confirming the clot on the valsalva tube, the extension of the thrombus to the left main, the sinotubular junction, the coronary sinus and the aortic side of the aortic valve. A thin layer of thrombus covering the ventricular side was also visualized by the surgeon. The surgeon cleaned all the clots, inspected the valve that was working well with no visual deficiency. A left anterior descending coronary artery bypass was also performed from the brachio-cephalic arterial trunk, the patient was put again on ECMO and transferred to the ICU. On post operative day three (3), the patient had a deficit of left arm due to a middle cerebral artery stroke diagnosed on CT. A large aortic clot on the aorta extended to the right coronary artery was also discovered. The patient died on post-operative day four (4) from multi-organ failure.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification an aortic pericardial valve was explanted one (1) day after implantation with a bentall procedure due to thrombotic environment observed inside the tube and reaching the inspiris valve. The patient expired. On pod #1 the patient went into sudden and unexpected cardio-respiratory arrest (asystole). On transthoracic ultrasound, the practitioner noted the absence of tamponade. The surgeon succeeded in resuscitating the patient after 50 min. Of flow-flow, 10 mg. Of adrenaline, 2 external electric shocks and an ECMO (oxygenation by extracorporeal membrane) venous/arterial. Then, the practitioner observed on the transesophageal ultrasound the presence of a thrombus molding the wall tube of the vascular prosthesis reaching the aortic valve without obstruction of blood flow visible on doppler. In this context, this same day, the patient was taken back to the operating room to remove and clean clots. During the procedure the patient was placed under extracorporeal circulation (ecb). The practitioner then proceed to wash the numerous clots present in the wall of the artificial ascending aorta. No dysfunction of the cec was noted. After the procedure, patient was placed under prophylactic antibiotherapy (cefuroxime and vancomycin) and ecb membrane was replaced. Then, the patient was transferred to the intensive care unit. On pod #3 in front of a limited movement of the upper left limb the practitioner suspected a vascular accident of the sylvian right territory compatible with the clinic and the reappearance of a large aortic thrombus obstructing the right coronary artery. The patient expired.